Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump has system error 322 alarms. The device was from the ICU. There was no patient injury reported. No further information was provided.